Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, b30 error was not confirmed. The unit was tested with a cv-190, ltf-s190-5, h-180, gif-h190 and cf-hq 190l scopes without an error. The video image functioned normally; however, damage was noted on the front panel and scope socket. Furthermore, corrosion was observed in the air tubing and pump. The main switch also require an update and a non-olympus lamp need a replacement. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that a b30 error occurred on an evis exera iii xenon light source. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the device was manufactured more than eight years ago, the probable cause of the b30 error is related to communication with the scope due to loosening of the lock function of the scope connector due to repeated use for a long period of time. In addition, operator improper handling or foreign matter such as dust or chemical residue adheres to the electrical contacts of the scope connector presumably contributed to the cause. The instructions for use (IFU) states: regarding the preventive measures for error b30, the instruction manual has the following description. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residues, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and / or dirty electrical contacts, the endoscope and light source may malfunction. The instruction manual has the following description for measures to prevent equipment damage. Do not apply excessive force to the video system center and / or other instruments connected. Otherwise, damage and / or malfunction can occur. Regarding the prevention of use of lamps that are not made by olympus, the instruction manual has the following description. Never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or fire. Regarding the measures to prevent rust, the instruction manual has the following description. Use the light source only under the conditions described in, ¿transportation, storage, and operating environments¿ on page 109 and, ¿specifications¿ on page 109 in the appendix. Improper performance, compromised safety and / or equipment damage may result. Olympus will continue to monitor complaints for this device.